Event description:
It was reported that rep received an email stating that the surgeon indicated that the patient is having a number of problems and may require a revision. The surgeon thought there was a recall at some point on these components.

Manufacturer narrative:
It was noted that the device is not available for evaluation as it remains implanted. Additional information has been requested and if received, will be provided in the supplemental report. (B)(4): device implanted.

Event description:
It was reported that rep received an email stating that the surgeon indicated that the patient is having a number of problems and may require a revision. The surgeon thought there was a recall at some point on these components.

Manufacturer narrative:
An event involving a trident hemispherical cluster 52mm was reported. The event was not confirmed. Device evaluation not performed as no items were returned. Medical records evaluation not performed because no information was received. All devices in the reported lot were manufactured and accepted into final stock with no reported discrepancies. There was one other reported event for the lot referenced. The exact cause of the event could not be determined because insufficient information was provided, additional information is needed.